Event description:
Information received by medtronic indicated that the insulin pump received pump error alarms. The customer was able to clear the alarms. The customer was able to complete the rewind process, but the displacement test was not passed. Customer reported that the insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged charge/battery lasts less than expected and pump error 41, 43 on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, active current measurement test and self test. Device failed the sleep current measurement test due to moisture damaged on pcb1a and battery tube assembly. No unexpected pump error 41 or 43 alarms during testing. However, pump error 41 and 43 alarm (linenumber = 589; filenumber = 121) is found in the formatted history file on (B)(6)2021 18:23:31.000 due to a software error. Successfully downloaded history files and traces using thus software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. ¿the following were noted during visual inspection: cracked keypad overlay, scratched lcd window and scratched case. In summary, customer alleged pump error 41 and 43 confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.